Event description:
It was reported that the patient experienced stimulation in the wrong location. When using program one, the patient noted that they felt like they were being "electrocuted" and that the intensity did not change. For the past month, the patient also had pain in the kidney area with program one. With program two, the patient had pain in their left abdomen. The patient intended to work with the manufacturer representative to be reprogrammed. It was also noted that the patient had a fall, but they believe the change in stimulation occurred prior to the fall. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012; product type: lead, product ID: 37754, serial#: (B)(4); product type: recharger, product ID: 37744, serial#: (B)(4); product type: programmer, patient.